Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained ventricular oversensing were observed during routine follow up. Programming changes were made. Device remains implanted.